Event description:
It was reported that during device replacement for normal eri, insulation damage was observed on the lead. The lead was capped and replaced. The patients medical condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.